Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) a red alert transmission was received. The information received indicated the device provided shock therapy for apparent atrial fibrillation (af) with rapid ventricular response (rvr). The crt-d remains in use. No further patient complications have been reported as a result of this event.